Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log file. The system controller (serial #: (B)(6)) was returned for analysis and a log file submitted for review (98111419) as well as downloaded for review (98241250) showing events spanning approximately 17 days (22jul2020 ¿ 12aug2020, 24aug2020 per time stamp). Events occurring on (B)(6) 2020 took place during lab testing at abbott. Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were active on (B)(6) 2020 between 10:58:18 ¿ 11:24:50. The backup battery was uninstalled on (B)(6) 2020 at 11:24:52. Load test failures continued between (B)(6) 2020 at 08:08:03 ¿ (B)(6) 2020 at 04:36:07. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Pump operation was not affected. The system controller underwent preliminary and functional testing and performed as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarm was unable to be reproduced during testing. Additional provided information stated that replacing the backup battery resolved the alarm initially before receiving the alarm again. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The backup battery was exchanged. After the alarm did not resolve, the controller was exchanged on 12aug2020.